Event description:
A physician using renu with moistureloc multi-purpose solution, was diagnosed with fusarium keratitis. The physician instilled chibrocadron (neomycin + dexamethasone) then topical ciolxan (ciprofloxacin) and desmedine (hexamidine) as self medication for 4 days before consulting this reporting ophthalmologist who assessed that probably the steroid administration was a contributing factor to the infection development. A corneal scarpping was performed. Cultures were negative fro fusarium probably due to the medications previously instilled while the lens case and contact lenses were positive. The solution bottle was also analyzed (unknown results). Under treatment with topical amphotericin b q1h and oral voriconzole (vfend 200 mg, bid) the evolution was favorable (strongly suggesting a fungal infection) and the ulcer healed within 2 weeks. As of 5/2006, a residual stromal infiltrate (about 2x2 mm) noted. Amphotericin was given 1 gtt 5x a day. Oral voriconazole was still administered.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but int he meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc forumla and recalling all distributed product.